Manufacturer narrative:
Interrogation of the device revealed the device was below elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing including pacing, sensing, impedance, and high voltage output values were stable and in range. The patient notifier was tested and no anomaly was detected. A visual inspection was performed and three septa were missing. In addition, one of the ventricular set screws was stripped. The torque wrench had trouble engaging with the stripped set screw. The torque wrench did not have any trouble engaging with a normal set screw. The reported event of the set screw loosening issue was confirmed in the lab and the cause was due to the stripped set screw.

Event description:
During device replacement due to normal eri, difficulty removing the lead from the header was observed. After several attempts using multiple hex wrenches, the set screw loosened releasing the lead. The patient was stable.